Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the right ventricular lead integrity alert. Beginning on (B)(6) 2016, 91 ventricular sensing integrity counts (sic); high rate-ns detected episodes with lead noise oversensing. Rv lead integrity warning occurred on (B)(6) 2016 for 2 or more high rate-ns episodes and sensing integrity counter (sic) greater than or equal to 30 in 3 days. (B)(4).

Event description:
It was reported that there was lead integrity alert (lia) triggered due to oversensing noise on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.